Event description:
We received an allegation of questionable inr results with a coaguchek xs meter. At 12:08 pm, the meter result was 8.0 inr. At around 2:30 pm, the meter result was 3.8 inr. The result from an unknown physician's meter within three hours was 3.6 inr. Customer's therapeutic range is 2.0-3.0 inr. The customer tests on a weekly basis.

Manufacturer narrative:
The coaguchek xs meter serial number was (B)(6) . The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.